Manufacturer narrative:
Weight, ethnicity: unknown/ not provided. If implanted, give date: not applicable, lens was not implanted. If explanted, give date: not applicable, lens was not implanted. Reporter email address: unknown/not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported there was a problem with the injector of a preloaded product. The intraocular lens (iol) was defective, but it did not touch the patient's eye. No other information was provided.

Manufacturer narrative:
Section d9: device available for evaluation? Yes; returned to manufacturer on: 6/14/2021; section h3: device evaluated by manufacturer? Yes. Device evaluation: the product returned was received containing the pcb00 device, original folding carton, labels, implant notification and patient ID. After the visual evaluation performed the following are the observations: the iol was stuck in cartridge, there was viscoelastic resides only at the cartridge tip. The plunger and push rod were not observed, in advanced position. And locked as direction for use required. The complaint issue reported as defective could not be verified. The condition in which the sample was returned is consistent with a product that was handled and prepared for a surgical process. No product quality deficiency was identified. Manufacturing record review: the manufacturing process record was evaluated and revealed, that the product was manufactured and released according to specifications. A search revealed, one (1) additional investigation "improperly loaded", is not related to the complaint issue reported. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. And the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.